Event description:
Patient contacted depuy indicating their depuy hip had recurrent dislocations. Medical records were received. Records indicate the patient had depuy components in place. The head and liner are being reported for dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy indicating their depuy hip had recurrent dislocations. Medical records were received. Records indicate the patient had depuy components in place. The head and liner are being reported for dislocation. Doi: (B)(6) 2007 dor: 2011. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Provided patient records have been reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.